Manufacturer narrative:
The reason for this revision surgery was to alleviate instability in the patient's knee after 1 month of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 59603411. A total of four complaints have been submitted against this part number. This is the first complaint submitted for instability. The remaining complaints have resulted from other issues such as infections, dislocation and pain. No information was supplied that indicated nature or root cause of the instability. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to instability.